Event description:
A report was received that the patient was experiencing pain and heating at the pocket site. It was determined that the ipg was in a shallow position. Database analysis revealed no anomalies. During the procedure, it was noted that there was some fluid in the pocket site which led the physician to suspect a possible infection. The patient underwent a procedure wherein the ipg site was irrigated and vancomycin crystals were placed in the pocket. It was also reported that the ipg was relocated. The physician will monitor the patient with a computerized tomography (CT) scan if there would be an infection. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4) .